Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per the report, there was a possibility that the wire may have been entangled through the valve and wire adjustment after deployment pulled the valve out of the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the tavr procedure, the 29mm sapien xt valve embolized into the left ventricle, requiring open surgical retrieval. During the surgical avr, it was noted that a mitral chordae tendinae was torn and this was also repaired. At last report, the patient was in the ICU recovering and in stable condition. As reported, balloon valvuloplasty (bav) was performed utilizing angiography with the 25mm x 4 cm edwards balloon valvuloplasty catheter (bav). During bav, the balloon was occlusive and coronary flow was patent during inflation. The delivery catheter was introduced, valve alignment was performed without incident and the valve was positioned across the aortic annulus. The valve was deployed 60:40 aortic/ventricular with held respirations and rapid pacing . The delivery system was withdrawn from the annulus into the ascending aorta for tee assessment. There appeared to be a valvular jet along the guidewire. The position of the wire was adjusted and tee showed that the jet improved but the anesthesiologist performing the tee then informed the team that the valve had migrated into the lv. Fluoro then showed the valve on the wire but in the lv. The ejection fraction was 66%, the sinotubular junction diameter measured 32mm and the sinus valsalva (sov) diameter measured 36mm. As per post procedure discussion, all aspects of the case were reviewed including imaging and annulus assessment for sizing (confirming the correct size), inflation of the delivery balloon, and significant calcium in the aorta. It was noted via angiography that the wire appeared to "ride" high along the left ventricular wall toward the left atrium. During deployment it appeared on angiography that the wire tip was through the aortic valve and along the deployed valve. The team questioned the possibility that the wire may have been entangled through the valve and the wire adjustment pulled the valve out of the annulus.